Event description:
It was reported that the tip of the micropituitary was broken off during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the static shaft is broken at the pin location in a manner suggesting excessive force. A review of the device history records found no documentation to indicate a non conformance to specification.